Event description:
It was reported lead was partially capped and replaced due to oversensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed. It was reported lead was partially capped and replaced due to oversensing. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications no conclusion can be drawn oversensing.